Event description:
Closed system transfer device (cstd) syringe split at the bottom of the barrel causing a chemo spill <10 ml inside of the hazardous drug hood in pharmacy. FDA safety report ID# (B)(4).